Event description:
After undergoing surgery to implant an intraocular lens, the difference between the pt's postoperative refractive outcome and the target refraction was +4.75 diopters. The pt underwent a second surgery to improve the postoperative refractive outcome.

Manufacturer narrative:
A field service engineer performed an on-site inspection of the iolmaster. Although certain iolmaster parameters were found to be out of specification, none of these parameters would have affected the axial length measurement which contributed to the lens calculation. Repairs were made to bring the device into specification. The customer reporter that they perform tonometry on every patient prior to using the iolmaster; it is known that applied pressure may leave the cornea temporarily deformed. The customer was made aware of why they need to stop performing tonometry prior to optical biometry measurements. A review of the iolmaster measurement printout for this pt found that the axial length measurements for both eyes had been manually replaced in the lens calculations; it is known that a 1 mm error in axial length measurement results in an approximately 3 diopter refractive deviation. Note: the site contact is the same as the initial reporter.